Manufacturer narrative:
Legal manufacturer: hcs kretz: tiefenbach 15 austria zipf oberosterreich, 4871. Ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on (B)(6) 2023. The FDA recall number is 8020021-12/29/23-001-c. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare has replaced this malfunctioning probe.

Event description:
The customer reported that their ic9-rs diagnostic ultrasound probe was displaying a double image malfunction while in use, and they requested a replacement. The issue was obvious to the user and there was no patient impact. Additionally, ge healthcare concluded the ic9-rs probe was identified as having a component malfunction described in recall no. 8020021-12/29/23-001-c.